Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, on an unknown date, the ultrathane ring-mclean sump drainage set was placed in the patient for a percutaneous drainage indication. On (B)(6) 2018, several days following placement, it was discovered that the connecting tube of the device was broken and separated. However, the catheter and the segment of the connecting tube that was connected to the catheter were left in the patient. The exchange of the catheter and the remaining section of the tube are reportedly going to be replaced within days. Part of the product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and visual inspection/dimensional verification of the device was conducted during the investigation. One hub was returned and was connected to a one-way stopcock. 1.4cm length of tubing was connected to the hub. Biomatter was present within the tubing, indicating the device was used. The separated end of the sump tubing had a jagged edge. Both the od and ID of the sump tubing were within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The dmr for the chest tube and connecting tube was reviewed and it was concluded that adequate manufacturing controls are in place to ensure this device meets all applicable specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It is feasible that the device became caught in a pinch point or bind, compromising the integrity of tubing and causing it to break. According to updated notes, the device was in place 10 to 11 days before the failure occurred. With no additional information, we are unable to determine with certainty what caused the failure. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information was received from the customer. The complaint device was reportedly placed in the bile duct with an indication for percutaneous drainage on (B)(6) 2017. The break was discovered around (B)(6) 2018 (exact date not known); following the break in the device and the subsequent separation of the components, the separated segment fell out onto the floor under the patient's bed. Investigation still in process. A follow up report will be submitted upon completion of the investigation.